Event description:
It was reported that the user has been complaining about his speech perception performance with the device. The decrease in hearing performance began at the end of 2020. Explantation is to take place but no date has been made available yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user has been complaining about his speech perception performance with the device. Re-implantation might be considered.